Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the sheet near the handle was broken. The sheath detached and slid up and down the shaft. There was no patient involvement.